Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 5.0 cm to 5.1 cm from the connector pin, consistent with friction to another implantable device. Other external insulation abrasions were noted at 36.8 cm to 37.0 cm and 42.9 cm to 44.0 cm from the connector pin, consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.